Event description:
During an orif mandible, 3 imf screws broke during insertion. Retrieval of screw fragments was successful but surgery was delayed by 80 minutes. Arch bars were utilized.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Date of manufacture cannot be determined without a lot number.